Event description:
It was reported that during a follow up, ventricular tachycardia and ventricular fibrillation episodes were found to be stored due to noise. The pt did not receive any unanticipated therapy. The pt was admitted into the hosp. The device was explanted and replaced.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retroactive review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of noise anomaly was confirmed in the laboratory. The device was tested using automated equipment nad found to be normal. No device anomaly was found. The cause of the reported noise anomaly was undetermined.